Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced loss of stimulation. The lead had reportedly migrated. Subsequently, surgical intervention was undertaken on (B)(6) 2015 to reposition the lead back to its original position. Effective stimulation was restored post-operative.